Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Left half tampon inside - vagina [foreign body in reproductive tract] tampon ripped [device breakage] took it out, it had ripped. Leaving half of tampon inside [complication of device removal]. Case narrative: consumer reported via e-mail that the tampon ripped during removal. No serious injury reported.